Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial # (B)(4), description: linear¿ 3-4 lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure due to infection on the lead and pocket sites.

Manufacturer narrative:
Additional information was received that the patient had been explanted because of nosocomial infection. The patient had a red and dry wound on the implant site and a burgeoning scar on the lead site. Everything was explanted. The patient had been placed on antibiotics several weeks prior to the explant procedure. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to infection on the lead and pocket sites.